Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker exhibited intermittent farfield oversensing causing inappropriate mode switches in which few inappropriate atrial paces were observed. Technical services (ts) was contacted and recommended reprogramming option to extend the blanking period. This pacemaker remains in service. No adverse patient effects were reported.